Manufacturer narrative:
Manufacturer's investigation conclusion: the report of external outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review, and no product was returned for evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information has been received at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent surgical intervention for external outflow graft obstruction (eogo) on (B)(6) 2025.